Event description:
New information received notes the high voltage (hv) lead impedance had been stable for some time. The hv lead impedance as of (B)(6) 2024 was 125 ohms which was within normal limits. Due to this stability, no intervention anticipated on the right ventricular (rv) lead. The rv lead was just being monitored. The patient was stable.

Event description:
It was reported that the high voltage (hv) lead impedance was out of range. The hv lead impedance was at the upper limit and the impedance kept increasing. A possible right ventricular (rv) lead revision was discussed. No patient symptoms were reported.